Event description:
Per customer: a bag of parenteral nutrition was ordered, received and administered in a 13-year-old patient in the continuing care unit between 4.30pm and 5pm on sunday on (B)(6) 2024. This parenteral nutrition was administered using a volumat agilia pump, as is customary on the ward. The medical prescription was correctly applied, with the pump programmed to give 960 ml of parenteral nutrition over 24 hours at a flow rate of 40 ml/hour. However, the night nurse was alerted when the pump went off at around 9pm and realised that it was completely empty. The doctor on duty took precautions and monitored the patient's haemodynamics and blood sugar levels with a blood test to check the effects of this anomaly. The patient's hyperglycaemia was reported, and measures to be taken in terms of food intake and diet were put in place. On volumat agilia pump z019010/22384342 - on (B)(6) 2024. Volume to be infused: 960ml over 24h00 hours, 1025ml bag (confirmed). Flow rate: 40ml/h. Empty bag after 04h27 of infusion, i.e. 5.4 times the set flow rate. Commissioning: on (B)(6) 2014. Last preventive maintenance: 19 april 2018. Observation: use despite maintenance pop-up, membrane torn. Consumable: volumat line vl-on90 - m46444900s - batch 32154573 or 32284613 or 32492622 not confirmed. Product injected: parenteral nutrition prepared in hospital height of bag from pump: 60 cm. On (B)(6) 2024: analysis of log files: no anomalies or programming errors over the period from (B)(6) at 13:38 to (B)(6) at 07:52. Clock offset of 18.6 years. From 07 to (B)(6) 2024: first identical test passage of 983ml in 24h34 for a 1000ml bag. The residual volume is 17ml in the tubing for the record, the blister pack states: 250cm tubing, volume 6.6ml/m (40°c) and 7.4ml/m (40°c/1.5bar), i.e. A volume of 18.5ml. The flow rate measured is 40ml/h (5% manufacturer). From (B)(6) 2024: second identical test. Passage of 994ml in 24h53 for a 1000ml bag. The residual volume is 6ml in the tubing. For the record, it is indicated on the blister pack: 250cm tubing, volume 6.6ml/m (40°c) and 7.4ml/m (40°c/1.5bar) i.e. A volume of 18.5ml. The flow rate measured was 39.95ml/h ( 5% manufacturer). Despite the lack of maintenance and the membrane torn, the pump appears to be operating correctly. As the pump seemed to be operating correctly, fresenius kabi is reporting this incident with the infusion set, however more information is needed to complete the investigation.